Event description:
It was reported that the patient was seen one day after implant and the implantable cardioverter defibrillator (ICD) interrogation showed "wireless telemetry no longer available". The device remains in use and other device functionality is not affected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 implantable defib lead (B)(6) 2014. (B)(4).